Manufacturer narrative:
(B)(4).

Event description:
It was reported that in labor and delivery, a substitute kit containing a 10ml plastic luer slip syringe was used for the spinal tap which resulted in a wet tap and in turn the pt developing a spinal headache. As a result, a blood patch was given to the pt. There were no add'l complications or death reported as a result of this occurrence. The kit that is typically used which contains a glass luer slip syringe is currently on back order which is why the substitute kit was used.